Event description:
It was reported that the device had a pacing and sensing problem. The device was ventricular pacing during conducted atrial fibrillation and there was concern with possible pacing in t-waves. It was determined the device had noise reversion. Reprogramming was recommended and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).